Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane. The visible section of the iabc bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing; dried blood was noted within the inflation driveline tubing. A kink to the iabc central lumen was noted at approximately 5.1cm from the iabc distal tip. Additional kinks to the iabc central lumen were noted at approximately 49.2cm and 52cm from the iabc luer end. A bend to the iabc central lumen was noted at approximately 6.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the iabc distal tip. Under microscopic inspection, a cut consistent with contact from a sharp object was noted approximately from 2.5cm to 2.9cm from the iabc distal tip. No other leaks were detected. Additional damage occurred to the iabc during the complaint investigation due to the sample handling. The central lumen became damaged at the location of the previously noted kink, approximately 5.1cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.1cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 49cm from the iabc luer, which is the location of the previously noted kink. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood was found back in the helium line, and balloon rupture was highly suspected" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder, which allowed blood to enter the helium pathway. No oth-ER leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is unde-termined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after turning on the aortic pump, blood was found back in the helium line, and balloon rupture was highly suspected. Immediately stop the aortic pump, pull out the balloon, and replace the catheter with a new one". It was reported via the customer that the second catheter was inserted into the same insertion site. No patient injury or consequence is reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after turning on the aortic pump, blood was found back in the helium line, and balloon rupture was highly suspected. Immediately stop the aortic pump, pull out the balloon, and replace the catheter with a new one". It was reported via the customer that the second catheter was inserted into the same insertion site. No patient injury or consequence is reported. The patient's current condition is reported as "fine".